Event description:
Orthopedic surgery using electrocautery was performed on a patient implanted with a pacemaker on (B)(6) 2015. Upon interrogation after the surgery, the device memories were found empty. Upon re-interrogation on (B)(6) 2015, the device memories were not empty anymore.

Event description:
Orthopedic surgery using electrocautery was performed on a patient implanted with a pacemaker on (B)(6) 2015. Upon interrogation after the surgery, the device memories were found empty. Upon re-interrogation on (B)(6) 2015, the device memories were not empty anymore.